Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during inspection the cardiosave hybrid type b plug intra-aortic balloon pump(iabp) compressor operation unstable. There was no patient involved.